Event description:
Pt was implanted on (B)(6) 2012. On (B)(6) 2012, a high stable threshold was reported on v lead (2 volts), as well as unstable and high v lead impedance (between 2500 ohms and 3000 ohms). The a lead parameters were reported as normal. On (B)(6) 2012, v lead impedance was approx 1600 ohms. Due to the ventricular lead impedance values, recommendations were requested for this pt.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4). Analysis is pending.